Event description:
(B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that yesterday, the patient's blood glucose level was going up and went up to 300 mg/dl. She kept giving insulin, but it was not going down. Therefore, while she was sitting at home, she checked the site portion and noticed that the infusion set's tubing detached from the site portion. The site location was patient's abdomen and the pump was in her pocket. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 77 mg/dl.. No further information available.